Event description:
During implant, it was reported that the patient experienced chest pain and bradycardia following a vascular dissection due to use of the catheter. A pericardial effusion was observed. A pericardiocentesis was performed. The patient will continue to be monitored.

Event description:
During implant, it was reported that the patient experienced chest pain and bradycardia following a vascular dissection due to use of the catheter. A pericardiocentesis was performed. The patient was in stable condition and will continue to be monitored.